Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's. It was reported that the patient¿s device had already died and the patient had a loss of stimulation around (B)(6) 2016. It was noted the patient couldn¿t drive, so a family member had to drive the patient to get it checked out. No further complications were reported.